Event description:
It was reported that the patient presented with inappropriate therapy due to incorrect interpretation of signal exhibited on the implantable cardioverter defibrillator. Programming changes were made. Patient condition was stable.